Manufacturer narrative:
The product was returned for investigation and the results of the investigation has been made available the device history records were reviewed and found to be conforming. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that the surgeon injured the patient's aorta during drilling. Also that the tip of the drill bit was not sharp enough. Neither surgical report nor x-rays were provided. Device analysis: two drill bits were returned for investigation the two drill bits were manufactured in 2008 and 2010 respectively. The tips of both bits showed some deformation of the cutting edges which could result in a dull drill the IFU for surgical instruments (d011500192 ed. 2014/10) states under inspection and functional testing following: "carefully inspect each device to ensure that all visible blood and debris has been removed. Check instruments with long, slender features (particularly rotating instruments) for distortion. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement." Possible causes for the reported event (injury of patient) according to sap rmw no. 303327 rev. 02: intraoperative injury caused by device-> due to sharp edges rip gloves (not functional part of instrument) .possible: as the device is reported to have damaged patient's aorta. Possible causes for the reported event (drill bit is not enough sharp) according to sap rmw # 303327, rev 2: damaged instruments, implants, body or wrong operational step -> due to surgeon or o.r. Staff unfamiliar with instrument usage and handling. Instrument breaks or deforms -> due to off-label / abnormal-use. It is possible that the surgeon used the instrument not according to the recommendations. It is possible that wrong handling and/or wrong maintenance of the instrument (returned partially deformed/dull) contributed to the injury of patient's aorta. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. And zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using the ncb drill bit 4.3 l=195 and injured the patient femoral aorta when he drilled the bone. It was also stated that the surgeon satured the aorta and finished the operation. It was also stated that the sharpness of the tip of the bit was bad. No further information was received at this time.